Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet system, with continuous glucose reading at 54 mg/dl and confirmatory fingerstick values between 64 mg/dl and 57 mg/dl; the patient self-treated with oral glucose sources including juice, glucose melts, candy, and a banana, and additional user training was assigned. Symptoms included hypoglycemia and shaking/tremors. Outcomes included the need for unexpected medical intervention in the form of medication-equivalent oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device-related problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.